Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that sometimes the circle and arrows do not respond. The customer stated that the buttons respond and no alarms occurred after 60 time presses. The customer stated that the pump was dropped and exposed to moisture. The customer stated that the alarm occurred during normal bolus. The customer was advised to monitor the pump.